Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the code "4613 - minor injury/ illness / impairment " provided in the section "h6 - health effect - impact code" of the follow-up #1 report was not required and should not have been entered in that supplemental MDR report. In review, it was also noted that patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report, that "company representative" box was not checked in section "g2" of initial MDR report which should it have been. Additionally, it was observed that the code "4629 - device revision or replacement" was inadvertently entered in the initial MDR report, and "h10" narrative indicated "section d6b: if explanted, give date: information unknown/not provided." Which the information is incorrect since at the time, the lens had not yet been explanted and instead this information should have been added to the follow-up #1 report after it was learned that the lens had been explanted. Therefore, the corrections have been made in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian . Section g2: report source added: company representative . Section d6b: if explanted, give date: information unknown/not provided. Note: acknowledgement 2 for this report was received on 09/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the returned device was evaluated. Visual inspection under 10x magnification revealed that the complaint lens was received cut in half (one half missing), which is consistent with a lens that was handled during explant. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. Per customer request and the johnson & johnson subject matter expert (sem) guidance, the complaint lens was to be forwarded to an independent laboratories for scanning electron microscopy (sem) and energy dispersive x-ray analysis (edx) analysis for the potential presence of metal particles on the returned lens. No metal particles were observed under 10x magnification at the jacksonville complaint laboratory. Per independent laboratories, the anterior and posterior sides of the lens were analyzed for metallic particles via sem and edx in which 4 metal particles were reported on the anterior side of the lens and 3 metal particles were reported on the posterior side of the lens. Due to the inorganic nature of the metal particles, edx and sem was performed on the samples which does not generate an ftir compatible spectrum and therefore no comparison against the manufacturing process aid fourier transform infrared (ftir) library could be performed. From the stated complaint narrative, the reported case had combined procedures (cataract surgery + trabeculectomy) which complicates this assessment for causality. The complaint issue "toxic anterior segment syndrome (tass)" could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that phacoemulsification and aspiration (pea) as well as lens and glaucoma surgery (trabectomy) were performed simultaneously on the day of surgery. As a result, endophthalmitis occurred, and the posterior capsule and vitreous (usually preserved in pea) were removed. Additionally, it was reported that the lens was explanted in a secondary surgical procedure in which the posterior capsule was removed and a vitrectomy was performed with no adverse effect on the patient. Initially, it was reported that the doctor does not assume that the issue is caused by the intraocular lens (iol). The doctor is careful about infection control and is not convinced that this was only intraocular inflammation. It was stated that currently there is no problem with postoperative visual acuity. Additionally, it was indicated that as a result of culturing, no bacteria was detected so the doctor thinks that it was not infectious endophthalmitis, but instead suspects that the issue may have been caused by lens, and that the issue now is tass possibly caused by metal contacting the iol. Additional codes added: section h6: health effect - impact code: 4629 section h6: health effect - impact code: 4625 section h6: health effect - clinical code: 4469 device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Corrected data: in review, it was noticed that for the 'g4' explanation, the model (dcb00) was inadvertently mentioned in the initial MDR report instead of 'dib00' which incorrect. The information has been corrected in this supplemental MDR report and the following sentence was updated accordingly: section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Also, in review, it was noticed that the code '4648' was inadvertently entered in the initial MDR report which is incorrect. The correct code that should have been entered is '4613'. This supplemental MDR report captures the correct code and the following field was updated correctly: section h6: health effect - impact code: 4613 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6) . This report is being filed on an international device; (B)(4), model dib00v that has a similar device, (B)(4) model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that nine eyehance intraocular lenses (iol) were used on (B)(6) 2021, and endophthalmitis developed in two cases. The issue was identified on the fourth day after the surgery. It was indicated that the two surgery cases were not performed in consecutive order. Both cases had undergone trabeculotomy simultaneous surgeries. The patient was planned to have removal of the iol and suture fixation of intraocular lens after intraocular cleaning at a university hospital at a later date. Cleaning during surgery had always been conducted with great caution. On the day of surgery, some people from outside visited there to observe demonstration of electrocardiogram. It was stated that it is unknown whether the cause of the endophthalmitis was from the lens or the trabeculotomy. Initially, it was indicated that the lens was planned to be explanted. Additionally reported that as the patient did not complain of pain, the issue was presumed to be infectious endophthalmitis. Based on the course and treatment for endophthalmitis, the patient did not improve. Therefore, the crystalline lens capsule and intraocular lens was removed. Culture identification of aqueous humor and excised material was performed, but no bacteria were detected. This emdr report captures the event with the second lens. A separate report is being submitted for the event with the first lens.